Manufacturer narrative:
(B) (4). Physio- control evaluated the device and observed that it intermittently failed to complete the power on self test. Physio replaced the programmed system control pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported failure. Further component root cause of the reported failure could not be determined.

Event description:
It was reported that the device intermittently failed to boot up properly. The device was powering on and off. There was no report of pt use associated with the event.